Event description:
A nurse reported that during vitrectomy surgery, the vitreous fluid injection and proportional scissor were not available. The surgery was completed using manual injection technique. There was no harm to the pt.

Manufacturer narrative:
The company representative examined the system and replaced the transducer printed circuit board (pcb) assembly and the fan guard to resolve the customer reported problem. Preventive maintenance was performed. The system was then tested and met all product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).